Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c16 annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of recessed flange detect switch was confirmed. On 02-dec-2024, syringe device was received unboxed and with paperwork. Binary switch test on asm confirmed the flange detect failed. Visual inspection revealed the flag seal was not properly installed. Causing the flange detect switch test to fail. Test passed after correctly reassembling the flag seal. Improperly installed flag seal. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had recessed flange detect switch. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had recessed flange detect switch. There was no patient involvement.